Event description:
It was reported that the 9800 system had a low ma error message when fluoroing. Also a ma and collimator calibration required, and the handle on the flip flop was broken. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified. The generator and x-ray controller batteries were replaced. The flip flop handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.